Event description:
It was reported that this right ventricular (rv) lead was capped during the insertion due to exhibiting no capture when testing, it was confirmed that the lead was fractured, and the shock impedance was high, a new right ventricular (rv) lead was implanted, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).